Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6) 2022 due to non-use.there are no plans to reimplant the patient with a new device as of the date of this report.